Manufacturer narrative:
Device available for evaluation? Correction from no to yes. Device evaluated by manufacturer? Correction from not returned to manufacturer to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of haze/mist issue, functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of haze/mist issue was reviewed from january 2017 to july 2017 and no significant trend was observed. The catalytic converter was returned and tested. The unit successfully completed a cycle with no mist, smoke, odor/smell or oil leaks present; reason for return and failure was not confirmed. No functional analysis was performed for the oil mist filter as the part was not available for return. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist issue is likely due to the vacuum pump oil, catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported haze/mist emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.